Manufacturer narrative:
Correction: the correct date of awareness for the initial MDR submitted on november 09, 2023 is october 27, 2023, not october 02, 2023 as previously reported. This report is submitted on december 06, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced a wound breakdown at the implant site. This report is submitted on january 02, 2024.

Manufacturer narrative:
This report is submitted on november 09, 2023.

Event description:
Per the clinic, the patient experienced a wound breakdown (date not reported) and subsequently, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with another cochlear device as of the date of this report.